Event description:
Olympus was informed that following a capsule endoscopy procedure, the pt experienced an unspecified sensation of the ingested capsule not passing the esophagus. The location of the capsule was reportedly unable to be determined as there was intermittent interference in the video transmission.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that pt's esophageal was tortuous and curvy which may be a contributory factor as to the ingested capsule not passing the upper proximal esophagus. The user facility also reportedly did not get an adequate image due to interference. The user facility reported that an upper gi endoscopy procedure was performed using an unidentified olympus endoscope on the same day to remove the ingested capsule, and a different but similar capsule was placed in the pt's duodenum, and there were reportedly no issues with the second capsule endoscopy. The pt was reportedly discharged on the following day. There was no information on the current status of the pt. The device referenced in this report was not returned to olympus for evaluation. While the exact cause of the reported phenomenon could not be determined, pt anatomy likely caused or contributed to the reported event. The maj-1467 instruction manual states, "warning: this system is contraindicated to pts with the following conditions. Pts with known intestinal strictures, adhesions, diverticulum, obstruction, or fistulas that may block the passage of the capsule endoscope (pts with these physical features risk retention of the capsule endoscope.)" This report is being submitted as an MDR in an abundance of caution.